Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found camera cable disconnected as well as additional failure phenomena of no image output and corrosion on the electrical contacts of the video connector. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. This issue is addressed in the following sections for instructions for use (IFU): for phenomenon 1 (disconnected camera cable): "when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. The camera cable may break." For phenomenon 2 (no image output): "if an abnormality occurs in the endoscopic image or function and it returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation." For phenomenon 3 (corrosion on electrical contacts of video connector): "do not use the product while the electrical contacts of the video connector are wet. Using the product while it is wet may cause a malfunction." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a wire broken. There were no reports of patient harm.